Manufacturer narrative:
Additional information provided. During technical review, the field service engineer (fse) replaced a board and adjusted the potentiometer. The fse performed energy calibration and qualified the system. The system meets specification per service installation record. No deeper root cause analysis is possible. The possible root cause is a faulty board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A customer reported, the system requested a gas change during refractive ablation of the left eye. A gas change was completed followed by an energy error. The laser was restarted and recalibrated and surgery was completed. Additional information received; the laser stopped a few seconds into treatment and the patient was moved to the waiting room. The treatment was resume the same day without patient harm.